Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and during the operation, error 106 (force sensor error) was displayed on the carto system after the first ablation. A second device was used to complete the operation. There was no adverse event reported. This event is not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation and a hole in the surface of the pebax was discovered. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed reddish material inside the pebax, additionally under microscope inspection, it was a hole in the surface of the pebax. A force test was performed, and the device was recognized and visualized correctly; however, error 106 displayed on the screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was excessive adhesive (polyurethane) on the wires. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The reddish material and the hole at the pebax observed during the analysis were unrelated to the reported event by the customer, the potential cause could be related to the manipulation of the device during the procedure; however, it could not be determined conclusively. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. Regarding the pebax damage, the IFU contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being performed to address process opportunities related to adhesive issues. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).